Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was noted with severe paravalvular leak (pvl). Post balloon dilation was performed without any success. A second transcatheter bioprosthetic valve was implanted valve in valve with final result of mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.